Event description:
It was reported that a novum iq large volume pump (lvp) had a false air in line alarm. The pump displayed a max air detected alarm while running blood; however, the tubing was checked for any kinks or air in the line but no air or kinks were found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date received by MFR: update to 02/25/2025. Additional information: b5: the pump was programmed to infuse 300ml of blood product at 75ml/hr. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified several max air detected alarms on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.